Event description:
The hcp reported the pt was experiencing no symptoms. At the first pump refill after implant, the hcp attempted to fill the pump. "Pump would only hold maximum 29cc of medication. Pump should have been able to hold 40cc." Attempted refill x2 with no negative pressure. The pump had been infusing clonidine, baclofen, and dilaudid. The pump was explanted after an implant duration of 1 week. The pt is reported to have recovered from the surgery.

Manufacturer narrative:
Device analysis results not available at the time of this report. A f/u report will be sent when analysis is complete.